Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Procedure: hysterectomy. According to the reporter: the surgeon closed the instrument to pass the needle. After opening the instrument, it was noted that the endo stitch needle was not identifiable in the jaw of the instrument. Upon further review, it was noted that there was remnant needle in the jaw but that the rest of the needle was not there, it had broken off. The remnant needle was retrieved by the surgeon and removed from the patient. There was a delay in surgery over 30 minutes.